Event description:
This report is being filed with device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact, and seal ring marks indicate full lead insertion in all lead barrels. Visual inspection confirmed the header was broken off of the device case, and an x-ray of the device found that two of the wires were detached at the header feed-through entry point. The impedance functions were not able to be tested due to the broken header, however observations of the header and detached wires likely contributed to the sudden jumps in impedances observed in the field.

Event description:
It was that this implantable cardioverter defibrillator (ICD) and other manufacturer leads had a spike in out of range shock impedances greater than 200 ohms, where the impedance went back down once and then has been consistently greater than 200 ohms. It was also noted that the epicardial atrial lead had a jump in high impedances four months ago. They mentioned that they planned to perform an x-ray and might consider a commanded shock. Additional information reported that the a chest x-ray was performed, and showed the leads were intact. A commanded shock was not performed, however the patient was since implanted with another manufacturer transvenous ICD. The plan was to allow the new ICD to heal, and then explant the epicardial system in a few months. No adverse patient effects were reported.